Event description:
Pt went to the emergency room because he rec'd a result in the high 300's -mg/dl- after testing with his presto meter. Pt could not find paperwork from ER and he could not answer questions regarding his readings, such as: was the 300 mg/dl reading taken after eating? How much time had elapsed from his reading of 300 mg/dl and going to the emergency room?.